Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 45 months, inappropriate shock deliveries with suspected insulation defect were reported. No deterioration in the pt's state of health was reported. The device was explanted.